Event description:
It was reported that the customer the pump software did not accurately adjust the amount of insulin delivered. The customer alleged this was ongoing for the past year. During troubleshooting tandem technical support confirmed that pump software was acting as intended but was unable to address past issues. Customer experienced a low blood glucose (bg) level of 30 mg/dl, cause was unknown. Customer consumed glucose tablets to address bg level. Reportedly, customer reverted to manual daily injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.